Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-52, lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had mild twiddler's syndrome. The atrial lead dislodged and had high thresholds. The lead was repositioned and remains in use. It was noted during the procedure that the right ventricular (rv) lead appeared to have lost slack and moved back. The helix on the lead was retracted but could not extend. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.